Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on resection, the handle was able to fire however, when they used the reported reload, the surgeon was able to press the green button but could not squeeze the handle resulting for the device not firing. They changed the device to complete the case. There was no patient injury.